Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information that periodic maintenance was required on a trilogy o2 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy o2 ventilator was returned to the manufacture service center for evaluation, and periodic maintenance was performed. During the evaluation the device failed test steps during testing, therefore the sensor board was replaced to address the issue. After the replacement, it was confirmed that all items came to pass in repair test. Since it was found that the left button responded like pressing twice despite it was pressed only once, the front panel/keypad led board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, it was noted that the following parts were replaced by request of the customer: trilogyo2 pm1 kit, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 200/o2 flow sensor assembly, 200/o2 tubing kit, oxygen blender manifold, oxygen blender purge fan and power cord unrelated to the reportable malfunction/issue. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (14.1.03). Due to a temporary halt in supply, the trilogy detachable battery pack has not been replaced but will be replaced when it becomes available. The suspected o2 sensor board and front panel led board were sent and received at the philips product investigation lab (pil) for further investigation of the alleged failure. If any additional information is received, a follow-up report will be filed. . New information/linv: the front panel/keypad led board and sensor board pca was returned to riql for the failure of unusual operation. Both components have already undergone a comprehensive evaluation at the service center prior to arriving at riql, and there is no association with patient harm. Therefore, no further investigation of the front panel/keypad led board and sensor board pca is required at this time. The front panel/keypad led board and sensor board pca have been scrapped.

Event description:
The manufacturer received information that periodic maintenance was required on a trilogy o2 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy o2 ventilator was returned to the manufacture service center for evaluation, and periodic maintenance was performed. During the evaluation the device failed test steps during testing, therefore the sensor board was replaced to address the issue. After the replacement, it was confirmed that all items came to pass in repair test. Since it was found that the left button responded like pressing twice despite it was pressed only once, the front panel/keypad led board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, it was noted that the following parts were replaced by request of the customer: trilogyo2 pm1 kit, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 200/o2 flow sensor assembly, 200/o2 tubing kit, oxygen blender manifold, oxygen blender purge fan and power cord unrelated to the reportable malfunction/issue. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (14.1.03). Due to a temporary halt in supply, the trilogy detachable battery pack has not been replaced but will be replaced when it becomes available. The suspected o2 sensor board and front panel led board were sent and received at the philips product investigation lab (pil) for further investigation of the alleged failure. If any additional information is received, a follow-up report will be filed.